Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for pacemaker explant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be removed from the pacemaker header. To complete the procedure, the physician destroyed the pacemaker connector and explanted the pacemaker. There were no patient consequences.